Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 450cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured post implantation. The patient¿s right breast was swollen and patient later had an MRI performed that diagnosed the rupture. As a result, the patient underwent bilateral explantation with unspecified mentor gel breast prostheses on (B)(6) 2021. The suspect medical device was discarded after explantation surgery.